Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, d3, g6, h1, h2, h3, h4, h6, h11 review of the most recent repair record identified the following related repair: tech confirmed that the unit's motor had seized up and they replaced it. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the motor seized up outside of surgery. There is no harm or delay reported. Due diligence is complete.